Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil migrated into the top of the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), procedural pain ("mine have been taking turns hurting"), eye movement disorder ("eyes have been twitching"), abdominal pain lower ("cramps like a teenage girl"), abdominal distension ("I still look pregnant but I don't have the bloated feeling anymore"), alopecia ("hair loss"), vulvovaginal mycotic infection ("chronic yeast infection") and sexual dysfunction ("sex is great"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, headache, abdominal pain lower, alopecia and vulvovaginal mycotic infection outcome was unknown, the procedural pain and eye movement disorder had not resolved and the abdominal distension and sexual dysfunction had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, device dislocation, eye movement disorder, headache, procedural pain, sexual dysfunction and vulvovaginal mycotic infection to be related to essure. The reporter commented: eyes have been twitching since I had essure done 2 weeks ago. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: events added- vulvovaginal mycotic infection, alopecia and sexual dysfunction. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil migrated into the top of the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), procedural pain ("mine have been taking turns hurting"), eye movement disorder ("eyes have been twitching"), abdominal pain lower ("cramps like a teenage girl") and abdominal distension ("I still look pregnant but I don't have the bloated feeling anymore"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, headache and abdominal pain lower outcome was unknown, the procedural pain and eye movement disorder had not resolved and the abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, device dislocation, eye movement disorder, headache and procedural pain to be related to essure. The reporter commented: eyes have been twitching since I had essure done 2 weeks ago. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received, the reported event term of "right coil migrated" was updated to "right coil migrated into the top of the uterus". New events added: "mine have been taking turns hurting", "eyes have been twitching", "cramps like a teenage girl" and "I still look pregnant but I don't have the bloated feeling anymore". Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation and headache outcome was unknown. The reporter considered device dislocation and headache to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: device dislocation and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : events added - headaches. Reporter added. On 20-mar-2020: plaintiff fact sheet received: reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.